Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the lesion located in the severely calcified and severely tortuous left circumflex artery. The physician stented with an unspecified promus element stent. While a non-bsc guide extension catheter was still down the vessel the physician ballooned with a 2.0x15mm maverick balloon catheter to stent again, after ballooning the physician noted a vessel dissection. However the physician believed the dissection may have been caused by the non-bsc guide extension catheter. Three additional promus element stents were successfully implanted with great results. Two of the stents were used to treat the dissection. No further patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).